Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were unresponsive and there was contamination on the button contacts. This report is made based on results of investigation completed on 04/20/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/22/2015 with the following findings: the keypad was peeling off and torn above the ok button. All of the keypad buttons responded intermittently. Contamination was found underneath all of the keypad button contacts. (B)(6)